Event description:
A call was placed to technical services on (B)(6)2016 stated that this ra lead was attempted implant on (B)(6)2016. It was noted that this lead had high threshold. The physician was dr.(B)(6) at north hospital and heart institute. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).